Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to contamination in the j1 battery connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for evaluation into a non-reportable patient death, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing. There is no indication that the monitor malfunction caused or contributed to the patient's passing as the patient was not wearing the lifevest at the time of passing.